Event description:
In 2001 the end-user called disetronic and stated that the tubing had detached from the luer connection. Maersk medical a/s received the complaint and 1 used tubing in 2001. The near-incident took place in switzerland.